Event description:
Per following physician, noise was apparent on this lead which resulted in the delivery of inappropriate shocks. The lead was capped and the associated device was explanted. The physician stated that the system was explanted approximately a month and a half ago, but the exact date of explanted is unknown. A competitive system was implanted instead.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.